Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv oversensing episodes were observed. Upon provocation testing, noise was suspected to be from myopotential oversensing. Potential atrial and right ventricular lead damage was suspected. No further information is available.